Event description:
Healthcare professional reported intracapsular rupture of the left prosthesis as well as color modification of the left prosthesis and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.